Event description:
It was reported that the patient experienced a shocking/jolting sensation from their implantable neurostimulator (ins). It was unknown if any diagnostics/troubleshooting or actions were performed as a result of the issue. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4): product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown serial# implanted: explanted: product type lead (B)(4).